Event description:
The event is reported as: the customer alleges that after insertion of the endobronchial tube an alarm sounded indicating a leak. The endobronchial tube was removed and it was observed that only one side of the balloon inflated. Another endobronchial tube was inserted and the same issue was observed. A third endotracheal tube was inserted w/o issue. No report of a pt injury. The pt's condition is reported as fine. Intervention - re-intubation of the pt (third attempt provided functional result).

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.